Event description:
Patient states that she had an unplanned ER (emergency room) visit when the rods broke from her spinal fusion. Patient states that she was hospitalized for 1 week and had surgery on (B)(6). While she was hospitalized, she paused her capecitabine. The specialist is aware. Hospitalization dates (B)(6) 2024. No additional information available. Reported to (B)(6).